Manufacturer narrative:
(B)(4). Date sent 11/13/2024. Additional information received: date of event - 09/apr/2024.

Event description:
It was reported that during an unknown procedure the reload for linear surgical stapler was defective during use and it did not fire according to the surgeon. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2024. D4: batch # 548c83. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damage. The reload had the proximal 9 drivers up on the proximal end and 1 driver up with staples missing on the distal end and the remaining drivers down with staples present and a swing tab in the locked position. No functional test was performed due to condition of the reload. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 548c83, and no non-conformances were identified. The lot#511c29 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.